Manufacturer narrative:
On february 7, 2017, agfa healthcare became aware of an event for which a customer logged an FDA medwatch FDA 3500 form stating the agfa impax software was involved in an improperly performed medical procedure. At that time, the only information provided to agfa was that the FDA medwatch 3500 form was submitted to the FDA and that an unnecessary medical procedure had been performed. On february 24, 2017, the customer provided agfa with the medwatch FDA 3500 form, which contained details of the situation. Agfa has since confirmed that there have been no other reports of similar complaints from this customer or any other customer. Additionally, agfa has confirmed that this was the first report of this specific incident from this customer. The customer reported that a single image within a CT series was flipped and saved by a radiologist during interpretation. The customer subsequently indicated there was not a significant visual indication that the image had been saved in the opposite direction of all the other images in the series. It should be noted that there are, in fact, many obvious visual indicators of image manipulation that are described later in this document. Unfortunately, the user overlooked these indicators which led to a patient having surgery on the wrong side of the body. Beyond the unnecessary treatment itself, the customer has confirmed that the patient did not experience any injury or adverse outcome as a result of the surgery. Investigation by agfa healthcare confirms that this was a user error and was not caused by the impax software, which functioned as designed. The manipulations performed by the customer are within the expected behavior of the impax product and are clearly described in the impax knowledge base (impax user manual). There are many tools available to users that can be used to manipulate individual images in order to facilitate various workflows. However, it is impossible for agfa healthcare to enforce how users apply these tools. Although the customer has requested that agfa update the impax software such that image manipulations apply only to a stack/series of images and never to a single image, the single-image manipulation functionality is required for some use cases (such as mammography). As such, removing the functionality (as proposed by the customer) would reduce the effectiveness of the product. In fact, the program office of the u.s. Military has listed the single-image manipulation functionality as a requirement via the gsps (greyscale softcopy presentation state storage) standard for image display. When using the tool, there are multiple visual indicators to alert the user to image manipulation, including cursor icons, menu buttons, left/right labels, and image manipulation labels. Once the image(s) are saved, the left/right labels and image manipulation labels remain, and are deemed to be sufficient visual indicators. Adding additional visual indicators would start to crowd the images, ultimately reducing the effectiveness of the product. Although no changes will be made to the impax product in this regard, agfa healthcare has created a quick reference guide for the (B)(6), which will be presented to the customer in order to raise their awareness of this particular functionality. No further issues have been reported.

Event description:
This supplemental report # 1 is being submitted to provide additional information related to the description of the overall event and to provide the root cause.

Event description:
On february 7, 2017, agfa became aware of an event in which a customer has logged an FDA medwatch FDA 3500 form stating the agfa impax software is at fault for an improperly performed medical procedure. At this time, the only information we were provided with was that the FDA medwatch 3500 form was submitted to the FDA and that an unnecessary medical procedure had been performed. On february 24, 2017, the customer provided agfa with the medwatch FDA 3500 form which provided the details of the situation. The customer reported a single image within a CT series was flipped and saved by a radiologist during interpretation. The customer subsequently indicated there was not a significant visual indication that the image had been saved in the opposite direction of all other images in the series which then led to a patient having surgery on the wrong side. The preliminary investigation from agfa shows this to be a user error and that the product is working as designed. Investigation is under way to determine the root cause. A supplemental report will be provided.